Event description:
A report was received that the patient's ipg is sitting at an angle in the pocket. The physician repositioned the ipg and the patient is doing well.

Event description:
A report was received that the patient's ipg is sitting at an angle in the pocket. The physician repositioned the ipg and the patient is doing well.

Manufacturer narrative:
(B)(4).